Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient labels and the labeling on the box did not match the implant inside the box.